Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to appendicitis. On an unreported date, the patient was hospitalized for the event of peritonitis. The patient was placed on hemodialysis for two weeks, with one manual exchange with unspecified antibiotics in the bag. The patient completed hemodialysis and antibiotics therapy and returned to the regular prescription for pd therapy 18 days after the peritonitis onset. The patient reported they were recovered from the peritonitis event. No additional information is available.